Event description:
It was reported tech that during a video assisted thoracic surgery lobectomy, the first device was fired successfully three times before it got stuck, it would not staple all the way, and it jammed on the fourth firing using a green reload. The second device would not fire. The third device would not fire. Another different device was closed on the upper lobe of the lung. When the surgeon tried to fire the device the handle became broken. The tech is unsure of which part of the handle became broken. The device was stuck on tissue and would not open. Cautery was used to excise the tissue from the device and there was bleeding that was controlled with cautery. Cautery was used to complete the procedure.

Manufacturer narrative:
(B)(4). Instrument b: batch # f5vy0x, exp date: 06/28/2014; manufacture date: 07/28/2009; (B)(4): firing trigger handle. Instrument c: (B)(4): channel retainer. Instrument d: batch # f5tw88, exp date: 01/05/2014; manufacture date: 02/05/2009; (B)(4): knife edge. The analysis results found that the ez45g device (a) was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge reload was received for analysis. The analysis results showed that the ez45g device (b) was received with the firing trigger broken and in the opened position, and with no cartridge present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the knife was found bent and the instrument lockout was found damaged. The damage to the closing trigger and knife may have been due to the force applied to the trigger while trying to overcome the lock out of an already locked cartridge, as the lockout was found damaged. In addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The analysis results found that the ez45g device (c ) was received with the clamping mechanism damaged and with no cartridge loaded in the device. No functional test was performed. The device was disassembled to verify the condition of the internal components; the shroud were engages with the channel retainer was found broken. While no conclusion could be reached as to how damage to the device occurred, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The analysis results showed that the ez45g device (d) was received in good visual conditions and with no reload present. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended; however, the cut was noted to be jagged due to a damaged knife, this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the ez45g device (e) was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.